Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 481 mg/dl at time of incident and current blood glucose level was 315 mg/dl, 171 mg/dl. The customer assisted with troubleshooting. Customer reports symptoms such as nausea and vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode was active. The insulin pump will be returned for analysis and sensor will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled reservoir, primed device, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. (B)(4).